Event description:
A discordant, falsely low cancer antigen 19-9 (ca 19-9) result was obtained on one patient sample on an advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The operator discovered that the quality controls were out of range. It is unknown if the quality controls were within range when the patient sample was run. The operator reran all samples on the same instrument with a different reagent pack and discovered that one sample resulted higher upon repeat. The sample was rerun a second time, and the rerun results matched. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca 19-9 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The cause of the discordant, falsely low ca 19-9 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.